Event description:
Pump under infusing milrinone resulting development of significant fatigue. Pt indicated pump had been dropped. Approx 1 hour later developed upstream occlusion. Nursing staff corrected problem and infusion restarted without problem. Next morning was when pt noticed development of significant fatigue. It was decided to change to different IV pump (I. Med). Symptoms realized after pumps charged and infusion restarted.